Event description:
The sales rep reported that during a microdiscectomy in 2008, the surgeon was loosening the screw to remove the blade from the retractor when the screw retaining tab popped off. The scrub technician handed the sales rep the pieces after the surgeon had retrieved them from the surgical site. There was no surgical delay and there was no harm to the pt.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Device MFR date is unk. Evaluation is pending upon return of the product.